Manufacturer narrative:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty of the right superficial femoral artery, a small amount of contrast was noted to be leaking from the powerflex pro 3mm x 4cm 80 balloon catheter (bc) during the first inflation at 6 atm. The balloon held pressure momentarily but more contrast was noted distally. After withdrawal from the patient, the balloon was re-inflated with saline revealing two pin holes at each marker band. There was no reported patient injury. Access was antegrade and 6 fr. There were no product issues noted during inspection or preparation of the device. The target lesion was reported to be; a 40% stenosis, and moderately calcified. A guide catheter was not used, there was no resistance met advancing through the sheath, the hemostasis valve or to the lesion. The procedure was completed successfully with no report of patient injury and the device was returned for analysis. (B)(4): one non sterile catheter powerflex pro 3mm x 4cm 80 was received coiled inside a plastic bag. The balloon appears as if it was previously inflated and deflated. No other anomalies were noted along the device. A leak test was performed and a pin hole was found in the proximal section of the balloon. Sem results showed that the balloon external surface exhibited evidence of abrasion; there is also evidence of a force which apparently moved the balloon material from distal to proximal. It is possible that unknown source force caused the pin hole in the balloon. The balloon internal surface exhibited no evidence of damage. This balloon leakage failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst was confirmed through failure analysis as a pinhole was found in the proximal section of the balloon, there was also evidence of external abrasions and the balloon had been pushed from the distal to proximal. That condition of the balloon is suggestive of a force being used to while advancing the device. Review of the analysis and the reported information suggest that lesion characteristics (moderately calcified) and/or procedural factors may have contributed to the reported event. There is nothing in the analysis the event description or the device history report review to suggest that there is a design or manufacturing related issue therefore no corrective action will be taken.

Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta) of the right superficial femoral artery (rsfa), a small amount of contrast was noted to be leaking from the powerflexpro 3mm4cm 80 balloon catheter (bc) during the first inflation at 6 atm. The balloon held pressure momentarily but more contrast was noted distally. After withdrawal from the patient, the balloon was re-inflated with saline revealing two pin holes at each marker band. There was no reported patient injury. Access was antegrade and 6 fr. There were no product issues noted during inspection or preparation of the device. The target lesion was reported to be; a 40% stenosis, and moderately calcified. The procedure was completed successfully.

Manufacturer narrative:
Amended cc: the report received from the affiliate indicated that during a percutaneous transluminal angioplasty of the right superficial femoral artery, a small amount of contrast was noted to be leaking from the powerflex pro 3mm x 4cm 80 balloon catheter (bc) during the first inflation at 6 atm. The balloon held pressure momentarily but more contrast was noted distally. After withdrawal from the patient, the balloon was re-inflated with saline revealing two pin holes at each marker band. There was no reported patient injury. Access was antegrade and 6 fr. There were no product issues noted during inspection or preparation of the device. The target lesion was reported to be; a 40% stenosis, and moderately calcified. A guide catheter was not used, there was no resistance met advancing through the sheath, the hemostasis valve or to the lesion. The procedure was completed successfully with no report of patient injury and the device was returned for analysis. (B)(4): one non sterile catheter powerflex pro 3mm x 4cm 80 was received coiled inside a plastic bag. The balloon appears as if it was previously inflated and deflated. No other anomalies were noted along the device. A leak test was performed and a pin hole was found in the proximal section of the balloon. Sem results showed that the balloon external surface exhibited evidence of abrasion; there is also evidence of a force which apparently moved the balloon material from distal to proximal. It is possible that unknown source force caused the pin hole in the balloon. The balloon internal surface exhibited no evidence of damage. This balloon leakage failure exhibited no other surface anomalies that could have caused the failure. The proximal marker band exhibited no anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of balloon burst was confirmed through failure analysis as a pinhole was found in the proximal section of the balloon, there was also evidence of external abrasions and the balloon had been pushed from the distal to proximal. That condition of the balloon is suggestive of a force being used while advancing the device. The product analysis suggests that the failure experienced by the costumer could be related to the manufacturing process; therefore a risk assessment has been opened to address this issue.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.